Event description:
It was reported that revision surgery was performed due to a soft tissue reaction and elevated cobalt levels. The patient reported 3 months of problems with swelling outside the hip on (B)(6) 2012.